Event description:
According to the reporter, on post operative bilateral laparoscopic inguinal hernia treatment with prosthesis placement using the transabdominal preperitoneal technique, 14 months after the surgery, the patient still suffer from pain in the lower abdomen with a strong tenderness in the testicles and pain in the groins of the brutal throbbing type. Standard analgesic treatments were prescribed postoperatively but there was no request for renewal. It was noted that the surgeon did not detect anything in particular even after a testicular ultrasound.

Manufacturer narrative:
D10 concomitant product: lpg1510, lpg1510 10x15cm lp progrip flatsheetmsh (lot # pxk0596x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.